Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient stopped charging their ipg since they lost the charging system. As such, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates surgical intervention took place on 16 july 2025, wherein patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.